Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure prior to wound closure this attempted right ventricular (rv) lead exhibited oversensing and noise and as a result of the physician damaged the lead insulation while suturing the lead down. Subsequently, this rv lead was removed and a new lead was successfully implanted. No additional adverse patient effects were reported.